Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this device and non boston scientific right ventricular (rv) lead exhibited pace impedance measurements of greater than 3,000 ohms along with noise on the rv rate sense and shock channels. It was noted that this was a recent device changeout. Technical services (ts) reviewed and noted what appeared to be myopotential oversensing. The noise appeared in larger amplitude on the shock channel. The noise was recreated in the office with valsalva maneuver and arm movements. Ts recommended pocket manipulation and sample impedance. This device and non boston scientific rv lead remain in service. No adverse patient effects were reported. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this device and non boston scientific right ventricular (rv) lead exhibited pace impedance measurements of greater than 3,000 ohms along with noise on the rv rate sense and shock channels. It was noted that this was a recent device changeout. Technical services (ts) reviewed and noted what appeared to be myopotential oversensing. The noise appeared in larger amplitude on the shock channel. The noise was recreated in the office with valsalva maneuver and arm movements. Ts recommended pocket manipulation and sample impedance. This device and non boston scientific rv lead remain in service. No adverse patient effects were reported.